Event description:
It was reported that a patient presented remotely via merlin.net, right ventricle (rv) lead exhibited noise associated with noise reversion and low pacing impedance. The noise was identified since (B)(6) 2024 and did cause over sensing at times. The patient was seen in-clinic and the physician decided to continue monitor the patient remotely and in-clinic. The patient was stable throughout.